Event description:
This lead was implanted on (B)(6) 2000 and is still in active implant. A red alert was detected on (B)(6) 2014 indicating that there was a high shock lead impedance. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).